Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review confirmed the early sensor expiration notice. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for investigation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.